Event description:
It was reported that the screen of the device froze and then the device turned off during use on a patient. As a result, the device was replaced. There was no patient injury reported.

Manufacturer narrative:
The log file was of the affected device was provided to the manufacturer for a detailed analysis. The logged entries show that the safety software of the device detected a significant difference in expiratory and inspiratory pressure on the reported date of event april 2nd at 2:32 am as well as on the previous day at 4:46 am. As a result, the alarm message "device failure" was posted by the device and the ventilation unit performed a pressure release. Furthermore, the ventilation related alarm messages "airway pressure low" and "tidal volume high" were posted and suction maneuvers were performed around the reported time stamps. There is no indication of a technical malfunction in the log file. The initially reported frozen screen and device shutdown could not be confirmed based on the available information. Based on the results of the investigation it is likely that the root cause of the event was an issue within the breathing circuit or a suction during ventilation.the device reacted as specified to a significant difference in expiratory and inspiratory pressure with accompanying visual and audible alarm messages. A pressure release of the pneumatic system as a safety measure was performed to allow for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.